Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. The extracorporeal tubing was returned cut in two parts. A kink was observed on the catheter tubing and inner lumen approximately 37.1cm from iab tip. A visual examination of the product detected the inner lumen within the catheter tubing was completely separated within a kink near the y-fitting approximately 76.5cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no other leaks were detected. The evaluation determined an inner lumen break within a catheter kink causing the reported problem. It is difficult to determine when or how this occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. / complaint record ID # (B)(4).

Event description:
It was reported that after approximately 26 days of intra-aortic balloon (iab) therapy, an iab rupture occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.